Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 29-year-old female patient who had essure (batch no. C22916) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, vulvovaginal pain and abscess. Concomitant products included alprazolam (xanax), bamethan sulfate (butibatol) and opioids. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 13 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced device dislocation ("migration"), menstrual disorder ("menstrual issues"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved and the device dislocation, menstrual disorder, anxiety, migraine, headache, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the right cornua had one visible coil and the left had three visible coils. Received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results:total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) year old female patient who had essure (batch no. C22916) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, vulvovaginal pain and abscess. Concomitant products included alprazolam (xanax), bamethan sulfate (butibatol) and opioids. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 13 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation ("migration"), menstrual disorder ("menstrual issues"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved and the device dislocation, menstrual disorder, anxiety, migraine, headache, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the right cornua had one visible coil and the left had three visible coils. Received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram on (B)(6) 2015: results:total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet revived: case was upgraded to serious incident. New reporter added. Event gen abnormal bleeding, migration added. Event outcome , rcc comment added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), uterine perforation ('a possible poking-out impaction of an essure ring on the left') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. C22916) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nose bleed, nausea, closed head injury, headache, vomiting, ovarian cyst, adenomyosis, uterine bleeding, dysmenorrhea and uterine enlargement. Concurrent conditions included body mass index normal, vulvovaginal pain and abscess. Concomitant products included alprazolam (xanax), bamethan sulfate (butibatol) and opioids. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 13 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration, the uterus contained the essure apparatus"), menstrual disorder ("menstrual issues"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (d and c and total vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the uterine perforation, device expulsion, menstrual disorder, anxiety, migraine, headache, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the right cornua had one visible coil and the left had three visible coils. Received treatment for pain, bleeding, and migration. Product removal date: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results:total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: possible poking-out impaction of an essure ring on the left. Most recent follow-up information incorporated above includes: on 17-mar-2021: mr received. Reporter information, patient medical history, event: possible poking-out impaction of an essure ring on the left, rcc added. Event device dislocation updated to device expulsion. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.